Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. The investigation found no damage or manufacturing deficiencies that would contribute to dislodging the cannula. The cannula assembly was evaluated and found no damage to the cannula assembly that would result in leaking. A leak test was also performed, and no leakages were observed along the entire fluid path. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 20.2 mmol/l (363.6 mg/dl) between 25 and 36 hours of wearing the pod. The reporter stated that there was leaking at the pod site, and the cannula had dislodged from their abdomen. A new pod was applied, and 3.55 units were given as a bolus.